Manufacturer narrative:
E1: initial reporter facility name- (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite low sorbing extension set separated the following information was received by the initial reporter with the following verbatim: tubing snapped off at the filter, rn changed tubing immediately.

Event description:
No additional info.

Manufacturer narrative:
The customer reported that the tubing broke off of the filter. One sample model 20027e lot 23089309 was returned for investigation. The set was examined for defects and abnormalities. The filter outlet port was broken off from the filter. No other defects or abnormalities were observed. A quality notification was sent to the supplier. From the supplier investigation, the broken port showed signs of stress at the point of separation from the housing, a clear indication that a significant force had been applied to the port to cause it to break. The breakage happened after assembly of the filter so the root cause is unknown to the supplier. A device history record review for model 20027e lot number 23089309 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.